Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The device was indicated to have been reprogrammed to a right ventricular-only pacing mode. The lv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported